Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in an inappropriate shock. Review of the weekly impedance measurements noted increased shock impedance measurements which were most recently 181 ohms. A boston scientific technical services consultant documented and discussed the clinical observations and recommended troubleshooting. A revision procedure was performed and the associated electrode was removed from service and replaced. No additional adverse patient effects were reported.